Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, seizure, and was unable to self-treat, requiring third-party treatment of "glucose injection" (type/dose unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Sensor kit expiration date is 28-feb-23. Medical event date is 08-sep-23, which confirms device is beyond the useful life. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, seizure, and was unable to self-treat, requiring third-party treatment of "glucose injection" (type/dose unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, seizure, and was unable to self-treat, requiring third-party treatment of "glucose injection" (type/dose unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11, 224, and 227, and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Therefore, issue is not confirmed. Sensor kit expiration date is 28-feb-23. Medical event associated with this complaint case occurred on (B)(6)2023, which confirms the usage beyond the useful life of the device. Additional investigation activities are not required at this time as the device met specification when it was released and throughout its lifespan. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Performed a visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and signal low error message along with a drop in glucose and temp values were observed, which is consistent with the removal of a properly applied and functioning sensor. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, seizure, and was unable to self-treat, requiring third-party treatment of "glucose injection" (type/dose unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.